Event description:
Caller reported multiple temperature alarms on several occasions. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer used a backup insulin therapy method, mdi, to ensure continuous insulin delivery. Technical support issued a replacement pump and charging supplies, advising the customer on necessary steps for returning the faulty equipment and setting up the replacement.